Manufacturer narrative:
On 22jan2025, the bse stated that the device had not produced any alarms after being operated uninterrupted for two weeks. A performance verification test (pvt) was completed by the bse and the device passed all of the included tests. No malfunction of the device was observed. Following the pvt completion, the device was restored to factory settings and the device was shipped back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer was provided with and accepted a quote for bench service. Once received at the bench service center, the device will be evaluated by a bench service engineer (bse). This investigation is ongoing.